Event description:
It was reported that the tps micro driver ran in safety mode during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event, device running in safe mode, was not duplicated. No additional failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tps micro driver ran in safety mode during testing. There was no patient involvement, and there were no user injuries or adverse consequences.